Event description:
During initial implant, a conductor fracture was observed on the right ventricular (rv) lead while attempting to position the lead. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event of fracture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.